Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1hsuk, ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they started having trouble with their left side implant which controls the right side of their body in (B)(6) 2017. The patient reported that they asked a manufacturer representative (rep) about their leads and the rep told them everything was fine. The patient reported they ended up getting surgery on (B)(6) 2017 to fix the problems for their right side implant, but it didn't fix anything. The patient reported that the same rep was at the surgery. The patient reported that they were going in for surgery on (B)(6) 2018 to "re-do the whole thing" and they assumed it was the equipment that was causing the problem they had. The patient reported that "something failed," but they didn't know what failed. The patient called back on (B)(6) 2018 reporting that they were still having tremors the patient reported having a device replacement in (B)(6) 2018. The patient also reported that they received a new ID card which showed an implant date of (B)(6) 2016 but it did not show their current device. The patient also reported having a "partial" done in (B)(6) and had one done in (B)(6). The patient reported they had a new thing in their chest then, a month ago, it wasn't working and they were still tremoring. The patient reported they thought they put something in because they did something behind their ear. The patient then reported on (B)(6) 2018 they put the "whole thing" in, the electrode and the wires. Additional information was received by the rep on (B)(6) 2018, clarifying that the patient had the ins replaced in (B)(6) 2017, due to the battery being at eri. The rep reported that on a return visit after the batter replacement, the patient had high impedances on the left side. The rep reported that on (B)(6) 2018, the patient had an exploration of the left connector and a crack was discovered in their left brain electrode approximately 15mm above the 0 contact. The rep reported all impedances were over 10,000 and the patient subsequently had the left brain lead replaced on (B)(6) 2018. The rep reported that the impedances were normal and the issue was resolved at that time. No further patient complications have been reported as a result of this event.